Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal episode could not conclusively be established through this evaluation. It was reported that the patient experienced bacteremia in (B)(6) 2020. The account later clarified that the patient required an admission for a syncopal episode and was later found to have an infection. The patient was recently switched to oral antibiotics from intravenous (IV) antibiotics for chronic infection. The patient¿s IV antibiotics were changed, and the patient was ultimately discharged home on (B)(6) 2020 with continued antibiotic medication. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2021, when the patient was explanted. . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted to the hospital with syncope and was found to have pseudomonas bacteremia as well as a clostridioides difficile bacterial infection. The patient was recently changed from intravenous cefepime to oral cipro antibiotics for chronic infection three weeks prior. The cultures taken revealed a resistance to cipro. The patient's blood cleared and they were discharged home on meropenam and vancomycin antibiotics on (B)(6) 2020.

Manufacturer narrative:
The event date has been estimated. Previous bacteremia reported under MFR # 2916596-2021-03896. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that bacteremia reoccurred in (B)(6) of 2020.